Manufacturer narrative:
Device evaluation summary: device returned for evaluation. Several kinks were noted on the hypotube and distal shaft. The stent was positioned on the balloon at the proximal marker bands but due to deformation was not positioned at the distal marker band and had stretched off the device. Although the stent meets od dimensional measurement criteria, stent deformation is confirmed based on the failed visual inspection. No deformation evident to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel due to deformation on the distal shaft. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a severely tortuous, moderately calcified lesion exhibiting 90-95% stenosis located in the ostium of the circumflex (cx) artery and obtuse marginal (om). The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent failed to cross the lesion. The procedure was completed using another stent. The patient was reported to be alive with no injuries.